Manufacturer narrative:
Device received with unresponsive down arrow button, problem isolated to keypad assembly. Unable to perform self test or displacement test due to keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and up and down button was not working. It was also stated that numbers were not ramped on their own and scroll bar was not moving with no input. The insulin pump was neither dropped nor exposed to moisture. The customer had changed battery several times still buttons were not working right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.